Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was fried by the thunderstorm. The device would be replaced and no patient symptoms were reported.

Manufacturer narrative:
The field complaint of the transmitter being fried from a thunderstorm was not verified; however, a no power issue was confirmed. Final analysis found an ac power adapter anomaly which contributed to the power up anomaly.